Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had inadvertently infused 70 units of insulin while priming when attached to pump. Patient was taken to urgent care where they called an ambulance to get an IV started and then transported to the hospital. Treatment included IV fluids and glucose, food and drink. Blood glucose was 40 mg/dl at urgent care, 93 mg/dl in ambulance, and 70 mg/dl when they arrived at hospital. The patient is still under hospital care. The patient is a new pump user and states they were not aware they were attached during priming, or that they are supposed to let go of the ok button while priming. There was no allegation of pump malfunction. This complaint is being reported as the patient experienced hypoglycemia related to user error.